Manufacturer narrative:
The referenced report of a pump stoppage due to loss of power is covered under medwatch MFR #2916596-2016-02371. This medwatch report covers the system controller's failure to reportedly alarm during the complete loss of power. The serial number of the device was requested but was not provided, therefore the expiration, manufacture date and device identifier are unknown. The system controller was not returned for evaluation as it remains in use with the patient. The report of a pump stoppage was confirmed based on the evaluation of the submitted system controller log file; however, the report that the system controller failed to alarm during the power loss event could not be determined. The submitted log file indicated that the alarm cell had available charge to alarm prior to the loss of power. Once power is lost (while the percutaneous lead is connected) the alarm cell will provide a continuous tone alarm until either external power is restored, or the alarm cell is depleted. The patient remains ongoing on vad support with no further reported issues. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2009. It was reported that the patient had not been feeling well, and was later found after falling at home. Interrogation of the system controller's event history revealed pump stoppage events. A family member reported that the system controller produced an intermittent beeping tone associated with a power cable disconnection, and that a continuous audible tone associated with complete loss of both power sources was not heard. The health professionals were not able to determine what exactly occurred. It was reported that the cell battery in the patient's system controller required replacement. It was suspected by the health professional that the system controller cell battery was low or depleted, and therefore the system controller did not alarm continuously when the system completely lost power. Interrogation of the implantable cardioverter defibrillator (ICD), echocardiogram, and CT scan were all evaluated and reported as normal. It was not clear how long the pump was stopped and if it was due to a power disconnect or low battery. The manufacturer's technical service's representative reviewed the submitted log file and one loss of power to the system controller was observed, causing the pump stoppage. Power was restored to the system controller with both power leads connected to a power source. It could not be determined how long the system controller was disconnected from power. It was reported that the patient did not have any other issues since the incident. There was one period of elevated pump power; however, lactate dehydrogenase (ldh) was stable and there were no other symptoms. The patient was discharged to a rehabilitation facility due to weakness. No additional information was provided.